Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt has experienced an increase in seizure activity, but that their seizure type had not changed and that their overall health condition was not worsening. The pt reportedly experienced improved seizure control with the vns initially, but has apparently lost that control and returned to pre vns baseline frequency. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would be adversely affect device performance. The pt had been refereed to neurosurgeon for evaluation of possible lead/generator interface problem or broken lead.